Event description:
It was reported that during a heart port assisted valve repair procedure, when the port was pulled out of the pt, the end of the sleeve broke off. The piece could not be found at first, but when the surgeon pulled the camera out, the piece came out with it. The pt is fine. The device will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.